Manufacturer narrative:
One wi-box was received. Based on the information provided to abbott and the investigation performed, root cause of the reported event could not be conclusively determined as the returned wi-box functioned as anticipated throughout functional testing with no abnormalities identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a right heart catheterization procedure, pressure was lost resulting in cancellation of the procedure. Multiple attempts were made to resolve the issue unsuccessfully. The entire system was rebooted which confirmed the wi-box crashed resulting in the pressures not being seen on the maclab. The procedure was then cancelled with no patient consequences.